Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to connect to the radiofrequency transmitter. An inductive transmitter was then provided to the patient instead, which resolved the issue. The patient was in stable condition.